Event description:
On (B)(6) 2012, the pt reported that on (B)(6) 2012, she passed out around 10:00 pm due to low blood glucose levels in the 40's mg/dl. She was unconscious for three minutes and woke up and treated her condition by eating cereal that was on the floor. Emts took her to the hospital where she remained for 4 days. She does not recall all of the treatment she received during her stay in the hospital, but she did receive an IV that contained glucose. She was feeling better within 2 hours. She was treated for cuts on her legs that were caused by broken glass. Her normal blood glucose range is 200 mg/dl. The pt has experienced low blood glucose levels since before she utilized infusion device therapy and after she began infusion device therapy. Her doctor advised her to change her overnight basal rates from 1.3 to 1.2 units of insulin. However, she will wakes up with low blood glucose levels. The infusion device has not been requested to be returned at this time. Troubleshooting with the pt did not reveal any issues with the device's performance.